Event description:
This chair is in use in a residual care facility / skilled nursing facility (snf). It was not built to, nor used by, a specific user's needs. The snf contact ("(B)(6)") does not know where the chair originally came from. He was not able to provide a serial number. (B)(6) claims that he and a certified nursing assistant ("cna") at the facility were both shocked by the chair. (B)(6) was shocked when allegedly connecting the joystick to the cable. Although the cna did seek medical attention, there is no detail of what medical treatment was provided, if any.

Manufacturer narrative:
Background information: this product was discontinued in 1-may-2009. As of 30-apr-2015 replacement parts and repair services were no longer available. Complaint was received on (B)(6) 2018; three years past the end of the service life of all quickie freestyle chairs. Therefore, this product was, at a minimum of 9 years of age at the time of the complaint (4 years past the end of the useful life). It is unknown as to whom the chair was originally built for, nor how the skilled nursing facility ("snf") obtained the chair. It is possible (and happens quite often) that families purchase chairs for their loved ones who pass away at a later date and then fail to retrieve their belongings from their snfs. In addition, this chair, 9+ years of age, likely has had no maintenance performed by a certified repair technician who are also responsible for evaluating products to determine that they are still safe and effective to operate. Discussion: it is likely that the electric shock was the result of a damaged cable or wiring harness that was not obvious to the caregivers. Conclusion: due to age and potential wear of the device, it is most likely that the shock was the result of a frayed wire/cable. While sunrise medical products are designed to be as safe as possible, under-serviced products may develop malfunctions that are not related to design, manufacture, or assembly of products. Electric shock, occurrence being extremely remote during the effective lifetime of the device, has the potential for a serious or life-threatening injury. Therefore, this report is being filed out of an abundance of caution. If additional information is to come to light, a supplemental report will be filed. Sunrise medical considers this case closed. Additional information: this complaint has been re-reviewed as a part of a four-year retrospective review and remediation effort based on enhancements made to the company's complaint handling and adverse event reporting processes. A legal consulting firm was consulted for the retrospective review. This MDR is being filed based on the outcome of that retrospective review.